Manufacturer narrative:
The actual device was returned for external evaluation at satelec in france. Reliability engineering evaluated the device and observed that the device had a ¿bad solder, located on a component (module)¿. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to production problems. This issue was escalated to scar. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported from (B)(4) that the console for piezoelectric system device had no ultrasound function. The device was not used in surgery and there was no patient involvement or delays in surgery. It was not reported if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.